Event description:
Patient's tongue was burned by the handpiece while dentist was working on tooth 19 or 30.

Manufacturer narrative:
The patient was prescribed kenalog orabase for the burn. Due to improper maintenance, the handpiece head was damaged/dented, backcap button was stuck in, and the head heated up instantly. The doctor was aware that handpieces with a dented head should be sent to (MFR's repair center) for evaluation.